Event description:
It was reported that the customer experienced high blood glucose levels over the last 2 days. The blood glucose reading was in the 500 mg/dl range, which the customer treated with manual injection. The customer complained of sickness, shortness of breath, and feeling very ill. She stated that she had been giving the manual injections but her blood glucose continued to rise. The customer did not feel okay to troubleshoot. Advised the customer to contact her doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.